Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly at home with her husband at the time of the event. The patient was reportedly found unconscious on her bed with the lifevest alarming and blue gel deployed. Review of the download data indicates that the patient entered an idioventricular rhythm between 65bpm and 70bpm. The lifevest delivered two shocks during the idioventricular rhythm. Oversensing of low amplitude cardiac signal contributed to the detection. The rhythm after the first shock remained in the idioventricular rhythm. The rhythm after the second shock was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient remained in asystole and the lifevest delivered two additional shocks during this time. Asystole is considered a non-life sustaining rhythm. CPR artifact contributed to the detection.